Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Despite the occlusions, the customer's blood glucose levels remained within a normal range and did not exceed 500 mg/dl. The customer performed several troubleshooting steps, as instructed by technical support, including disconnecting the insulin tubing and delivering boluses. Despite this, occlusion alarms recurred leading to a pump replacement. The customer continued to use the pump for insulin therapy.